Event description:
Air bubbles were noticed in the tubing and the IV bag was empty and the pump was infusing at 125 ml per hour. The IV pump never alarmed that there was air in the tubing. The pump was turned off immediately and the IV tubing and pump were discontinued. A new bag with new IV tubing was hung. The cassette that houses the tubing has since been removed from the clinical area and is currently being evaluated by the biomed department.